Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 117 mg/dl. The customer stated that part of the screen when blank when trying to program a bolus. The customer was advised that we normally replace pump for issue like this. The customer was advised that since he does not want the pump replace we wil document the issue.